Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08026. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the laa and a 24mm watchman laa closure device and delivery system was advanced. During deployment of the closure device, a thrombus exited the sheath. The thrombus was seen partially behind the closure device and on the sheath tip. The device was successfully released. Additional anti-coagulation was administered. The physician aspirated the sheath and pulled the sheath into the right atrium. The thrombus was stuck in the septum, partly in the right atrium and partly in the left atrium. It was reported that the patient had a history of a heparin issue; however it was unclear what the issue was. The patient was monitored and additional anti-coagulation was administered again overnight. There were no neurological deficits. No further complications were reported. The patient was stable post procedure and remained stable 24 hours post procedure.

Manufacturer narrative:
Describe event or problem : updated. (B)(4).

Event description:
It was further reported that the thrombus was attached to the access system tip prior to being stuck in the septum. The thrombus remained there when the patient left the cath lab. There was a questionable heparin allergy that was not confirmed and heparin was used for the procedure. After the clot was identified, argatroban was given via IV and continued, post procedure the patient was on coumadin.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a repeat transesophageal echocardiogram 45 days post procedure that showed no clot was present. No neurological changes have been reported as well. The patient has come off coumadin post watchman implant.